Event description:
No clear image no patient harm occurred, opened another opticross 18 to complete case clinical site notified mfg rep [manufacturer representative] and coordinated product return directly with manufacturer rep. Manufacturer response for intravascular ultrasound catheter, opticross 18 intravascular ultrasound catheter (per site reporter).